Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 5/2/2007, that while suctioning the mouth of the patient, the blue tip of the suction catheter broke off. The nurse had to retrieve it to prevent injury. The tip was in the mouth and simply "scooped" out. Tip was retrieved, the patient is okay.